Event description:
It was reported that during a lap colorectal procedure, the blade of ace36e broke. No patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: was there any contact with metal or plastic during activation of the device? No. Was there any transection across staple lines? No. Did any piece fall into the patient? No. If so, how was it retrieved? Na. The device was returned with the distal tip of the blade broken off and not returned and with the min button not functional. The remaining blade portion was scratched, evidence that the device had been used. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. The device was disassembled to inspect internal components. Corrosion and moisture ingress were found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.